Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer had high blood glucose of 558 mg/dl. The customer was not troubleshoot on high blood glucose since the pump needs to be replaced and was stuck on the rewind. The reservoir will not be returned for analysis.